Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental report will be forthcoming with the evaluation results when received.

Event description:
It was reported that the fogarty catheter balloon was stuck in the artery. Once the balloon came out, it looked stretched. No thrombus was pulled out. There was no allegation of patient injury. The fogarty catheter is available for evaluation.